Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (unable to complete incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle was snapped from the case and the wire for pin 1 was cut. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete incoming functionality testing.